Event description:
A 10.5 hickman catheter placed in right ij in 1999 for long term intravenous antibiotic therapy. On subsequent admission foreign body noted in pulmonary artery by chest x-ray. On 12/7/99 22cm thin plastic foreign body removed percutaneously from pulmonary artery.